Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR.: promus select ous mr 32 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that stent damage occurred. Th vascular access site was obtained via femoral approach. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 32 x 2.75 promus premier select stent was advanced for treatment. However, the stent could not cross the lesion due to calcification and the stent was damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Th vascular access site was obtained via femoral approach. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 32 x 2.75 promus premier select stent was advanced for treatment. However, the stent could not cross the lesion due to calcification and the stent was damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.